Manufacturer narrative:
The duodenovideoscope was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this reported complaint, on (B)(4) 2016, the endoscope support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide any training if necessary. The ess observed that the scope was quarantined on (B)(6) 2016. During the in-service, the ess found the facility is following the recommended and validated steps per the manual. The facility is reprocessing their duodenovideoscope using a non-olympus automated reprocessing unit.

Event description:
Olympus was informed that two patients were infected with carbapenem resistant e coli (cre) after undergoing an endoscopic retrograde cholangiopancreatography using the duodenovideoscope. The scope was linked with the patient infection by epidemiologic investigation conducted by (B)(6). Pulsed-field gel electrophoresis (pfge) type matching of the patients' isolates was received on (B)(6) 2016 and the klebsiella pneumoniae carbapenemase (kpc) genes were present in the 3 isolates based on polymerase chain reaction (pcr) testing received on (B)(6) 2016. The duodenovideoscope was cultured with negative results for cre. This is one of two reports.

Manufacturer narrative:
This supplemental report is being submitted to report additional information. On (B)(6) 2016 olympus received a voluntary medwatch (mw5061658) that reported the whole genome sequencing indicates that the patients isolates are closely related.

Event description:
On may 5, 2016 olympus received a voluntary medwatch report (mw5061659), which reported that one patient with known carbapenem resistant e coli (cre) colonization underwent an endoscopic retrograde cholangiopancreatography (ercp) using a duodenovideoscope scope on (B)(6) 2016. Post procedure, the facility followed the routine cleaning practice which consists of pre-cleaning and manual cleaning per manufacturer instruction. Adenosine triphosphate (atp) testing was utilized to validate cleaning effectiveness, which showed relative light unit well below threshold for action/re-cleaning. The cleaning process also included two rounds of high level disinfection in an automated endoscope reprocessor (aer) using rapicide peracetic acid solution and meeting all cycle parameters. The duodenovideoscope was used on two additional patients who have not yet presented any signs of infectious complications. The duodenovideoscope scope was used on the third patient on (B)(6) 2016, who returned 18 days later with infection complications.